Manufacturer narrative:
A direct correlation between the device, and the reported event could not conclusively be established through this evaluation. The submitted system controller log file contained data from 01/29/2017 through 03/03/2017. No hazard alarms were captured until 03/01/2017, when the pump speed dropped below the low speed limit and struggled to maintain the set speed. This pump speed drop resulted in low speed hazard alarms and a corresponding elevation in pump power was also observed. The system controller was connected to the mobile power unit at this time. The pump resumed operation at the fixed speed on 03/02/2017. Based on previous complaint experience, the captured events appeared to be consistent with a potential percutaneous lead issue. The submitted x-rays images appeared to show an area of shield breakdown adjacent to the distal end of the repair site. The patient was provided with two ungrounded patient cables and remains ongoing on vad support. No further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline repair was reported under medwatch MFR report# 2916596-2015-01679. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 5 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported on (B)(6) 2017 that the system controller had been alarming with low speed limit for the prior several days. The patient was asymptomatic. A log file reviewed by the manufacturer¿s technical service representative confirmed low speed advisories and speed decelerations. The pump had a prior percutaneous lead (driveline) replacement on (B)(6) 2015, and x-ray images showed some shield breakdown proximal to the previously repaired area. A second percutaneous lead (driveline) replacement could not be performed due to the length of usable driveline remaining from the prior replacement. Two ungrounded cables were provided to the patient, and the ungrounded patient cables will remain in use indefinitely. No additional information was provided.